Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Service history review identified the device has been in before for repair related to the customer stated problem . Visual inspection showed the device was in good condition. Review of the event history log shows again multiple same error messages 2 months later after the last service. A functional check confirmed the customer reported problem. The device shows error code 41628. The motor and main board will be replaced.

Event description:
It was reported that the pump showed error 41628. There was unknown patient involvement. No patient harm/adverse event was reported.